Event description:
Discordant high advia centaur troponin results were obtained on multiple patient samples. The laboratory noticed that some of the troponin results were running high, so the samples were repeated. There are no known reports of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. After analysis of the instrument and instrument data, the fse replaced aspirate tubing that had broken loose from a connector hub. The customer then calibrated and ran controls. All controls were within range. The instrument is performing within specifications. No further evaluation of the device is required.